Manufacturer narrative:
Device evaluated by MFR.: returned device consisted of a maverick balloon catheter. The balloon was tightly folded, and there was blood in the wire lumen. Analysis of the tip, balloon, inner/outer shaft, port/exit notch and hypotube included microscopic and visual inspection. Inspection revealed numerous kinks in the hypotube, and damage (ripped) to the port weld/exit notch that continued into the shaft for a length of 8mm. Inspection of the rest of the device found no other damage or defect. The device was functionally tested for inflation/leak. An inflation device (filled with water) was attached to the hub and positive pressure was applied. The device was found to be leaking at the port/exit notch area.

Event description:
It was reported that balloon pinhole occurred. A 2.00mm x 20mm maverick balloon catheter was selected for use. However, inflation could not be performed due to a pinhole noted on the balloon. The procedure was completed with another of the same device. No patient complications were reported.

Event description:
It was reported that balloon pinhole occurred. A 2.00mm x 20mm maverick balloon catheter was selected for use. However, inflation could not be performed due to a pinhole noted on the balloon. The procedure was completed with another of the same device. No patient complications were reported.